Event description:
It was reported that during inspection for use the rigid endoscope telescope had fixing pin came off, scope body was deteriorated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure the fixing pin came off was confirmed, but the scope body was deteriorated was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.